Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving 1000mcg/ml fentanyl at 459.3 mcg/day and morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain.  The patient reported that the pump was placed too high up and had to be moved down in (B)(6) 2015 because it was causing issues to the patient's lower ribs.the patient stated they had pain since the pump was implanted on (B)(6) 2015. The patient stated the pain has continued and gotten worse and the patient thinks it's an intercostal problem. It was reported the patient went in and "said it wasn't going to work because of the pain the pump was located." No further complications were anticipated/reported.